Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma alcl final biopsy confirmed alcl diagnosis on (B)(6) 2020. Treating and explanting physician information: dr. (B)(6).

Event description:
Regulatory agency reported that a patient experienced right-side ¿chest swelling¿ and "intestinal fluid." Fluid extraction revealed cd30+ and alk- markers. It was noted that the patient's previous biopsy was not positive for bia-alcl due to "too little cell count." Fifteen days following 2nd biopsy results, alcl was confirmed in the capsules as "stage 1" and a "total capsulotomy" was performed. One week later, final biopsy "confirmed stage 1." Patient is being monitored and treated with unspecified treatments. Chemotherapy was not needed. Patient is experiencing mental exhaustion and reported it is ¿physically and mentally difficult enough to live a daily life." The status has been explanted. The event of "intestinal fluid" is not related to the implant. This represents the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.3/.

Event description:
Regulatory agency reported that a patient experienced right side chest swelling and "intestinal fluid." Fluid extraction revealed cd30+ and alk- markers. It was noted that the patient's previous biopsy was not positive for bia-alcl due to "too little cell count." Fifteen days following 2nd biopsy results, alcl was confirmed in the capsules as "stage 1" and a "total capsulotomy" was performed. One week later, final biopsy "confirmed stage 1." Patient is being monitored and treated with unspecified treatments. Chemotherapy was not needed. Patient is experiencing mental exhaustion and reported it is ¿physically and mentally difficult enough to live a daily life." The device has been explanted. The event of "intestinal fluid" is not related to the implant.